Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00031. Medical products: articular surface fixed bearing posterior stabilized (ps) right item# 42522400510 lot# 63999422, tibia cemented 5 degree stemmed right item# 42532006702 lot# 64066707, all-poly patella cemented 32 mm diameter item# 42540200032 lot# 64063604, palacos r+g pro 75 item# 66044274 lot# c105. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to loss of range of motion after a heavy fall. There is no additional information at this time.